Manufacturer narrative:
Correction: UDI and device manufacture date provided. Additional information: the software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided and the site refused service on their medtronic navigation equipment.

Manufacturer narrative:
No evaluation has been performed on the navigation system. The system has not experienced any recurrences of the issue.

Event description:
A medtronic representative reported that, while in a spinal fusion, the navigation system showed a 2mm inaccuracy with the initial 3d spin performed. A second spin was taken and the system still showed a 2mm inaccuracy. The surgeon elected to compensate for the 2mm inaccuracy and continue with the procedure. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.